Event description:
It was reported there was a telemetry issue. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed three uplink amplitude functional tests; the rf head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.